Event description:
The pt's mother called in 2006 stating the pt was experiencing headaches, upset stomach, rigid tone, pain, vomiting and fatigue. The family was instructed to bring pt to the hosp immediately. Pt was admitted to hosp that same day. Pt's pump was refilled and pt received 2 boluses of baclofen. She was discharged to home approx 5hrs later. Pt's next pump alarm date was two months later. Pt scan 13 days earlier for follow-up and pump refill. It was discovered at that visit that the pump was in "stopped" mode. Pt has an older pump model requiring reprogramming in order to change from "bolus" to "simple continuous."